Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, h3: device has not been returned to manufacturer.

Event description:
It was reported that the pump failed rate accuracy test. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
D9: date returned to mfg.: 3/5/2024. One device was received for evaluation. Visual inspection found a scratched lcd lens, and a cracked battery compartment. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the out of specification expulsor was the root cause. The expulsor was sanded. The service history review identified no indication that the complaint was related to a service of the device within the review period.